Event description:
Literature was reviewed regarding ¿ ruptured abdominal aortic aneurysm treated using infrarenal-occlusion-balloon technique with endurant iis¿. An endurant iis bifurcate stent graft was implanted in the endovascular treatment of a 61mm ruptured abdominal aortic aneurysm on an unknown date over an eight year period. During the procedure an occlusive balloon was inflated just below the renal artery to help avoid damage to the native aorta and risk of organ ischemia. Intra-bladder pressure (ibp) was used as a proxy for intra-abdominal pressure to diagnose acute compartment syndrome (acs). During the procedure the patients ibp was > 30cm so a laparotomy for decompression was performed. The patient survived the procedure but died on post-operative day 3 from intestinal necrosis. The death was not attributed to the device. No additional clinical "sequelae" were provided.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿ruptured abdominal aortic aneurysm treated using infrarenal-occlusion-balloon technique with endurant iis¿.  Azuma s, asada y, shimada r, nakamura s  annals of vascular surgery - brief reports and innovations 5 (2025) 100373 https://doi.org/10.1016/j.avsurg.2025.100373. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.